Manufacturer narrative:
Device will be returned to the manufacturer for further investigation. Preliminary tests were completed with the device passing. Associated accessory device: act monitor; model # com001; (B)(4).

Event description:
Patient states that the electrode burned her skin and that she will mail it back with the electrode that shows it is burned.